Manufacturer narrative:
The main component of the device system; the other relevant components include:: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained bupivacaine [7.5 mg/ml] ata dose of 2.0091 mg/day and dilaudid [2 mg/ml] at a dose of 0.5357 mg/day. It was reported a dye ¿ roller study was performed that day ((B)(6) 2017) because the patient had a buildup of fluid (seroma under surface of skin) in the back. The hcp wanted to see if the catheter was patent. No interventions were mentioned at that time. There were no other symptoms other than fluid buildup. The patient said the fluid buildup started a week ago. Dye did not come out of the tip of the catheter. The representative said it appeared that there might be a break where the anchor was, but it was hard to see, so they were not 100% sure of the break. Later in the call, the representative clarified with the hcp while on the phone that he didn't think there was a crack in the catheter. The hcp was bring the patient back into the room at that time. Additional information received from the hcp via the representative reported on 2017-apr-18 that the managing hcp had brought the patient back into the operating room (or) and found that there was not an issue with the pump, but instead there was a cerebrospinal fluid (csf) leak. The representative believed it was located in the thoracic lumbar area of the patient¿s back. The representative stated the managing hcp was referring the patient to a different hcp, and the patient was going in that day to get another procedure performed. The representative did not know what the procedure was going to be. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.